Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 2000 ml eva tpn bags were leaking from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection on the returned samples was performed and weld defects were observed on both samples. Functional testing was performed and leaks were observed from the unsealed bottom left welds of both samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.